Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer plans to return the defective stapler instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip sureform 45 stapler instrument¿s wrist articulated slightly after pressing the pedal to clamp. The customer informed that the instrument wrist movement was unintentional. The user completed the procedure and no known impact or patient consequence was reported.